Event description:
The customer contacted the siemens technical solutions center after obtaining a discordant result for glucose on one patient sample (sid (B)(6) ). The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted as expected. The rerun result was reported to the physician(s). During a review of the instrument files, it was discovered that patient samples for multiple patients tested for aspartate aminotransferase (ast), alanine aminotransferase (alti), alkaline phosphatase (alp), total protein (tp), albumin (alb), creatinine (crea), urea nitrogen (bun), glucose (glu), total bilirubin (tbil), calcium (ca), carbon dioxide (co2), sodium (na), potassium (k), chloride (cl), creatine kinase (cki), troponin (ctni), ferritin (ferr), thyroid stimulating hormone (tsh), iron (iron), lactic acid (la), magnesium (mg), phosphorous (phos), low density lipoprotein cholesterol (ldlc), cholesterol (chol), high density lipoprotein (hdlc), and triglycerides (trig) had been dispensed into aliquot wells that quality control (qc) material had already been dispensed into. Some samples were rerun and the rerun results differed from the initial results. With the exception of the glucose test for sid (B)(6), it is unknown if the samples were rerun on the same instrument or alternate instrument or if the discordant and rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the patient samples being dispensed into the same aliquot wells as qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions (B)(4) during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.